Event description:
The customer reported the x-ray tube is making a popping sound. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended. (B)(4).